Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by nurse of the hospital that during a surgery procedure it wasn't possible to lock the screws as specified with target device. The surgery could be completed by freehand-targeting.